Event description:
It was reported that a patient who underwent primary breast augmentation with a 430cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture, right sided rupture, and left sided bottoming out of the implant post procedure. As a result, explant was performed on (B)(6) 2024. The right sided issues were reported initially under 1645337-2024-10991. On april 28, 2025, mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).